Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer's blood glucose (bg) was 598 mg/dl. Customer felt like as if a stroke was occurring and could not "hardly function" (dizzy/slurred speech). Customer was transported to the emergency room (ER) and was treated with intravenous insulin. After 8 hours, customer left ER with a bg of 598 mg/dl. Customer felt "fine and was back to normal". Customer alleged the pump settings were incorrect. Tandem technical support reviewed pump data and found two of the pump settings had been "reversed in the pump" during pump training.